Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that the patient's new implant did not work. They had been working with a manufacturer representative (rep) (last name asked unknown) for six to seven months. The representative was way too busy and told the patient to call the manufacturer help line to be assisted in finding a setting. In the beginning, the rep told the patient to give it some time. They tried a couple different programs, and not much changed. The patient had been on the program they were on probably since june. Their current settings were checked, and they were on program 3. They said the rep said never to exceed 3.9 volts. The patient had it on 4.6 volts for a month and turned it back down. The settings did not help the bladder all that much. They were having extreme urgency. If water was running, if they did not run to the bathroom, they would have bladder leakage. On the call, they switched to program 2 and went up to 6.2 volts and did not feel anything. They switched to program 4 and went up to 5.0 volts and felt nothing, switched to program 5 and went up to 5.1 voltsand felt nothing. They switched to program 6 and went up to 5.0 volts and felt nothing, switched to program 7, went up to 5.8 volts and felt nothing. They switched to program 1 and went up to 5.3 volts and felt nothing. The patient went back to program 3 and increased it to 6.9 volts and felt nothing. They decided they were going to turn off therapy. They shut it off and were going to see if they were getting any benefit with it on. They planned to send the rep a message letting them know they called the manufacturer help line, and see how they wanted to proceed since they could feel none of the programs under 3.9 volts. The issue was not resolved through troubleshooting. The patient said the doctor's office was clueless, and whenever they called them, they told the patient to call the manufacturer. Additional information was received from both the manufacturer representative an the patient's healthcare provider. It was reported that to find the most likely cause the physician did an x-ray of the device and found that the lead was twisted/displaced. The patient told the manufacturer representative that they had falls in the past. They also reported that they will get the ins battery and lead replaced after the covid epidemic. The hcp reported that the revision wasrescheduled.

Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# (B)(4) serial# product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 15-jul-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They reported the stimulator is migrating all over in their behind and is broken. Patient states when they go to sit down, the device flips over. Patient states it's not working and has been trying to get this device replaced with the healthcare professional (hcp) but haven't gotten anywhere. Patient states they have been working with the manufacturer representative and would like to get in touch with them to see if they can help get this scheduled.